Event description:
The order was received for a PICC placement, and the routine preparation per protocol was completed. The right brachial vein was accessed under ultrasound guidance. The guidewire was advanced through the needle. The needle was removed, however, when the staff member attempted to remove the guidewire from the patient's arm, resistance was met and the wire was unable to be removed. After further attempts to remove the guidewire, it unraveled. The wire was eventually removed, and pressure was held at the site. An x-ray of the right arm was completed to assess if any residual wire remained in the patient. Review of films determined there were no foreign bodies present. The patient was referred to interventional radiology for line placement. The physician was consulted, and no right arm follow-up was needed.